Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with numerous noise events noted on both the ventricular and atrial leads. The device was reprogrammed and no further intervention is planned. The patient was stable. Related manufacturer reference number: 2017865-2019-11888.